Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during surgery of the right hip slipped capital femoral epiphysis (scfe) fracture threaded percutaneously with the cannulated screw. During the procedure, the guide wire was placed in the femoral head. The drill was used over the guide wire and during insertion, the tip of the drill bit broke off. Some of the fragments were retrieved in about 5-10 minutes and some were still left in the hip. The procedure was completed successfully. The patient's status was fine. Concomitant device reported: unknown cannulated screw (part # unknown, lot # unknown, quantity 1), unknown guide wire (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 5.0mm cannulated drill bit large qc/300mm. This is report 1 of 1 for (B)(4).